Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented remotely via merlin.net transmission, implantable cardiac monitor exhibited undersensing leading to false pause episodes. The patient was brought into the clinic on (B)(6) 2019 for further evaluations. Programming changes were made. The patient was stable before, during, and post programming changes.